Manufacturer narrative:
Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, the circulator motor of a 3t heater-cooler system is bad during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device. The circulator motor, the 2 pump on the cardio circuit and patient pump 1 needed to be replaced. The 2 pumps on the cardio circuit and patient pump one had corrosion. The above listed components were changed and subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2020 and other similar events have been reported in 2023 and 2024. It cannot be excluded that because of damaged motor bearings, likely due to environmental conditions (as water infiltration, humidity, condensation or high temperatures), the pumps were no longer rotating freely. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.